Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer's husband reported that the insulin pump had physical damage. Troubleshooting was done. Customer's blood glucose was 118 mg/dl. Customer stated the whole depth of the threads by the battery housing was damaged. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. Customer mentioned about the things they do for a no delivery. Educated the customer about no delivery. No further information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had a cracked reservoir tube lip, scratched reservoir tube window, cracked reservoir tube and minor scratches on the display window.